Manufacturer narrative:
Pending investigation. Unknown which implant is for left or right. 4366006, 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t; 4389696, 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t; 4366412, 200-02-35 - three peg patella 35mm; 4350707, 200-02-38 - three peg patella 38mm; 1764771, 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm; 4184081, 02-012-35-5013 - logic tibia ps mod insrt sz 5 13mm. Recall: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2016. The patient complained of pain and was revised on (B)(6) 2022 due to a loose femur. The reported event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other medical history/patient information provided.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were unable to be obtained.